Event description:
Same case as 2134265-2014-01454. It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. A 2.50x16mm promus element plus drug eluting stent was selected for use and advanced towards the lesion. However, the stent strut was deformed upon advancing the device through the vessel. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination found that the hypotube was broken 206mm proximal to the tip. The hypotube was also kinked at various locations along its length. It was also noted that the tip was slightly flared. No issues were noted with the crimped stent and balloon. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. A 2.50x16mm promus element¿ plus drug eluting stent was selected for use and advanced towards the lesion. However, the stent strut was deformed upon advancing the device through the vessel. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).